Manufacturer narrative:
The customer's report was observed during initial testing by a zoll approved service provider. However, after disassembling the device to determine root cause, the report was no longer seen. The device is expected to be returned to zoll medical corporation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.